Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, an air leak occurred. Prior to a transseptal puncture, when the sheath was placed along with the dilator and the guidewire in the patient's right atrial, air was aspirated into the device. The sheath set was replaced and the procedure was completed with no adverse consequences for the patient.